Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to a subarachnoid hemorrhage. The patient was only taking coumadin and the inr was reported as therapeutic at 1.8. The patient was a dialysis patient and presented to the ER on (B)(6) 2015 disoriented with high potassium and low calcium levels. The patient had refused a dialysis treatment on (B)(6) 2015. A CT scan showed a head bleed. The patient also had end stage breast cancer; the patient's family declined surgical intervention for the cerebral bleed.

Manufacturer narrative:
A root cause for the patient¿s subarachnoid hemorrhage, and a correlation to the device could not be determined through this evaluation as the device was not returned for evaluation. Bleeding, stroke and renal failure are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.